Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during the initial inflation at 6 atmospheres for 3 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient injuries reported and the patient was in good condition post procedure.